Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent breast prostheses implantation with mentor gel implants for an unknown indication on an unknown date has been ill since implantation with silicone gel implants. She reported fibromyalgia, a sleep disorder, pain in the neck, shoulders, hips, legs, feet, and back. The patient reports she required 5 surgeries for her shoulders and 2 on her hands. The patient had the implants removed on unknown date, and indicated that all her pain and disorders are gone post explantation. The root cause of the patient's symptoms are unclear. No product issue, such as rupture, was reported. See 1645337-2019-09369 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on 3/28/2019. The device was implanted on (B)(6) 1981. The device was explanted on (B)(6) 2017. Manufacturer¿s reference number: (B)(4).